Event description:
It was reported that during a liver cyst procedure the device did not fire at all. A new reload was used and the same problem occurred. A same/like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Pinion axle support. Evaluation summary: the analysis results found that the tsw45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.